Event description:
It was reported a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman fxd curve access system and 31mm watchman flx laa closure device and delivery system were used. The closure device was deployed, but did not meet the release criteria. The closure device was fully recaptured and a transesophageal echocardiogram (tee) effusion sweep was performed with no effusion detected. Another watchman fxd curve access system and 27mm watchman flx laa closure device and delivery system were then used. The closure device was deployed and implanted successfully. Immediately after the implant, a tee effusion sweep was performed and revealed a small circumferential pericardial effusion. The patient was given protamine and was monitored for 20 minutes. There was no increase in the size of the effusion and there were no hemodynamic changes.

Manufacturer narrative:
Initial reporter address 2: (B)(6).